Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure at 100 percentage circulation pump command (cpc). Discussed this was either an air leak or a failed circulation pump. Had them check suction at the manifold, they stated none was present. They stated they would order and replace a circulation pump onsite. They stated even though they had replaced the components with new components it was still not filling and would not generate pressure. They requested a quote for an assessment and a loaner.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure at 100 percentage circulation pump command (cpc). Discussed this was either an air leak or a failed circulation pump. Had them check suction at the manifold, they stated none was present. They stated they would order and replace a circulation pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.